Manufacturer narrative:
(B)(4). H6. Component code, proposed code is mechanical (g04), drill. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the bone screw drill fractured. It is unknown when the device fractured, however, it did not impact the procedure. No adverse events were reported as a result of this malfunction.